Event description:
The user facility reported a 64-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported there was a motor current increase during weaning of the impella. Purge flows dropped below 2 and pressure was above 1000. The pump was explanted for the low flows.

Manufacturer narrative:
Impella cp pump was returned for investigation. Visually inspected and no biomaterial or other defects were observed. Pump was connected to console and pump ran at auto with flow of 3.7 l/min. The purge flow and pressure were normal between 15-17 ml/hr and 370 to 450 mmhg range without reproducing high purge pressure. No other abnormalities were found. Data logs were reviewed, and high purge pressure alarmed at the end of case with motor current spike seen along with gradual rise in purge pressure and a slight saturation in flow waveform. The cause of the high purge pressure issue was most likely biomaterial ingestion with motor current spike followed by gradual rise in purge pressure and slight saturation in the flow at end of case per log review.